Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error code did not reappear, allowing the sensor session to successfully start.